Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the device alarmed insulin flow blocked alarm. Customer's blood glucose was 255 mg/dl. Alarm was resolved by a complete set change. Customer was advised to change the set. Customer will not be returning the device for analysis.